Manufacturer narrative:
The insulin pump powered up properly and there was no blank display. The unit was received with normal operating currents. There was no damage found on the lcd isolation tape. The unit was monitored and no weak battery alarms occurred during testing. The unit had a corroded battery tube, a cracked reservoir tube lip, a minor scratched lcd window, and a scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother called in to report weak battery alarms and a blank display. The customer did not recall any significant events leading to the issue. The customer found that the threads of the battery compartment were shredded. The customer's blood glucose level was 120 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.